Event description:
A pt experienced heart failure and died following heart transplant surgery. Viaspan was used as the organ preservation fluid. The nurse indicated that the viaspan had a slightly yellow color. The viaspan overwrap was removed and decadron and insulin were added to the viaspan solution immediately prior to use. The viaspan was not diluted, switched to a different bag, or filtered. The graphs were flushed with blood to remove the viaspan prior to transplantation. The viaspan solution was stored at 36-40 degrees farenheit in a refrigerator that is checked daily. The three lots of viaspan solution available to the transplantation unit were: d8a06-7100 expiration date 1/99, d8810-7100 expiration date 2/99 and d8c24-7100 expiration date 3/99.